Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was on an impella 5.0 for mechanical circulatory support. It was reported that the impella was pulled into the aorta. Without left ventricle support, the patient's creatine stated to rise, requiring dialysis. It was noted that the improper position of the catheter was not noticed for several days. The implanting physician was off for the weekend and the covering physician didn¿t notice the change in patient's condition. It was reported that the device was normally explanted and survived the procedure.